Event description:
It was reported that during a follow-up, the device was found to be in backup vvi mode with no defibrillation therapy. It was noted that the patient had an MRI without programming change. A firmware download was performed, and the device was restored. There were no adverse health consequences, the patient was stable.

Event description:
It was reported that during a follow-up, the device was found to be in backup vvi mode. It was noted that the patient had an MRI without programming change. A firmware download was performed, and the device was restored. There were no adverse health consequences, the patient was stable.